Event description:
Manufacturer was made aware of a patient revision due to the head of a mesa screw that disengaged from screw shaft causing disconnection between the screw and the rod.

Manufacturer narrative:
Manufacturer was made aware of a patient revision due to the head of a mesa screw that disengaged from screw shaft causing disconnection between the screw and the rod. The device evaluation is anticipated, but not yet begun. Manufacturer will file a follow-up report once new information becomes available.